Manufacturer narrative:
The device was discarded by the explanting facility. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconformances revealed no nonconformance with this lot that would have contributed to the event. Because quality's examination may not conclusively confirm or disprove the report of reservoir migration due to patient coughing post-implant, quality accepts the physician's observations of such as the reason for surgical intervention. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time.

Manufacturer narrative:
The device was discarded by the explanting facility. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconformances revealed no nonconformance with this lot that would have contributed to the event. Because quality's examination may not conclusively confirm or disprove the report of reservoir migration due to patient coughing post-implant, quality accepts the physician's observations of such as the reason for surgical intervention. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time.

Event description:
According to the available information, reservoir migrated out of its space and was bulging on the right side. Additional information indicated the reason for the explant was due to the patient apparently coughing after surgery and the reservoir had migrated out of its space. There was a visible bump on the abdomen from the reservoir. There was nothing wrong with the reservoir other than it had migrated out of its space. The physician decided that the best solution was to remove that reservoir and place a 75 cc in a new space. That decision worked out nicely.